Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was over 850 mg/dl at the time of incident. The customer's blood glucose was 294 mg/dl at the time of call. The customer stated that they had symptom of high blood glucose such as nausea. The customer stated that they were unconscious. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were off the insulin pump for less than 48 hours at the time of hospitalization. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air bubbles, leaks and site and insulin issues. The insulin pump will not be returned for analysis.